Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses developed an infection in her body after implantation. The devices the surgeon placed into the patient¿s chest were too large which caused the infection. The infection caused the patient to become septic and she almost lost one of her areolas. Additionally, it was reported that one of her areolas was becoming necrotic. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 175cc saline breast prostheses on (B)(6) 2002. This medwatch report is for the patient¿s left breast prosthesis.